Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/body fluid noted in the neck region and in the helix housing. Lead returned severed approximately 89mm from the terminal pin, 2 segments returned, total length = 452mm. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil (inner coil) is fractured at the distal end of the terminal pin. Based on the necking down of the coil, this is most likely the result of trying to extend the helix. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement. The lead tip and helix have no visible signs of damage or defect which would lead to dislodgement.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was found dislodged. It was confirmed via x-ray. The ra lead was explanted. No additional adverse patient effects were reported.